Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
B5: it was observed during the device inspection, that the bronchovideoscope exhibited deterioration of the coating of the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
Correction to h6 "component code" of the initial report, "525 - tube" is being corrected to "4768 - coating material". Correction to g2 of the initial report. See g2 for further details. This supplemental report is being submitted to provide the results of the legal manufacturer's approved final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the malfunction was presumed to have been caused by applying the following stress to the insertion section: physical stress such as rubbing or hitting insertion section chemical stress by conducting reprocessing not recommended in IFU (reprocessing manual) stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.) However, a specific root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope. 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor the field performance of this device.